Event description:
It was reported that the patient presented with phrenic nerve stimulation. Interrogation revealed high right atrial capture thresholds due to lead dislodgement. The device was reprogrammed to aleviate the phrenic nerve stimulation. In 2007, cardiac perforation occurred.

Manufacturer narrative:
Na